Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. The gore® excluder® aaa endoprosthesis also states the following: ¿do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together.¿ ¿do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿ ¿do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.¿

Event description:
On (B)(6) 2018, the patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. According to the report, the patient¿s iliac arteries were extremely tortuous in the area of the iliac crest. It was reported that after a lunderquist guidewire was advanced, an 18 fr gore® dryseal sheath was advanced with difficulty but was successfully advanced into position. During advancement of a trunk-ipsilateral leg component through the sheath, there was reported difficulty advancing the device, but the device was able to be advanced into position. It was reported that after the sheath was withdrawn, imaging showed the contralateral gate appeared to have rotated opposite to the intended position due to advancing the catheter in an extremely tortuous anatomy. It was reported an attempt was made to advance the sheath with the intent of removing the trunk-ipsilateral leg component completely to reattempt advancement of the device. However, it was reported the sheath could not be readvanced due to the tortuous anatomy at the iliac crest. According to the report, the trunk-ipsilateral leg component was then withdrawn into the sheath. It was reported that during withdrawal into the sheath, the leading olive of the trunk initially caught on the edge of the sheath, but was able to be withdrawn completely into the sheath. It was reported that after being withdrawn into the sheath, the device became very difficult to withdraw completely due to the patient¿s tortuous anatomy, and force had to be used to withdraw the device. Once the trunk was completely withdrawn, it was reportedly noted there was a space between the endoprosthesis and the trailing olive. It was also reported the re-constraining mechanism appeared damaged, and the mandrel had separated from the trailing olive. It was reported no leading or trailing catheter breakage occurred withdrawal. According to the report, the sheath and guidewire were removed from the patient, at which time it was noted there were several kinks in the guidewire. It was reported a new guidewire was advanced, and another device was used to complete the procedure with no further reported issues. The patient reportedly tolerated the procedure with no adverse events.

Manufacturer narrative:
Field should be blank as the device was not implanted in the patient.

Event description:
Corrected previously reported event information: according to the report, the trunk-ipsilateral leg component was then withdrawn into the sheath. It was reported that during withdrawal into the sheath, the leading olive of the trunk initially caught on the edge of the sheath, but was able to be withdrawn completely into the sheath. It was reported that after being withdrawn into the sheath, the device became very difficult to withdraw completely due to the patient¿s tortuous anatomy, and force had to be used to withdraw the device. Once the trunk was completely withdrawn, it was reportedly noted there was a space between the endoprosthesis and the leading olive. It was also reported the "reconstraining" (lock pin/constraining loop) mechanism appeared damaged, and the "mandrel" (lock pin) had separated from the leading olive. It was reported no leading or trailing catheter breakage occurred withdrawal.

Manufacturer narrative:
Corrected previously reported event information. Device evaluated by MFR: updated to yes. Refer to the summary below for the results of the engineering evaluation. Corrected conclusion code. Device evaluation summary: the gore® excluder® aaa endoprosthesis featuring c3® delivery system was returned to gore and an engineering evaluation was performed. Initial investigation involved visually inspecting the returned components consisting of the complete undeployed device. The guidewire and the introducer sheath were not returned. A visual inspection revealed a gap of about 1.2cm between the leading olive and the endoprosthesis. The lock pin was also observed to be dislodged from its seating in the olive. Based on the findings from the evaluation, the reported observation of a space between the endoprosthesis and the leading olive was confirmed. Additionally, the reported observation that the reconstraining mechanism appeared damaged, and the mandrel (lock pin) had separated from the leading olive also was confirmed. The observed space between the endoprosthesis and the leading olive is consistent with the use of force to withdraw the device when the leading olive of the trunk initially caught on the edge of the sheath. The likely cause for the difficulties advancing the device through the introducer sheath and imaging showing the contralateral gate to have rotated opposite to the intended position could not be determined with the available information, but is consistent with the reported patient¿s extremely tortuous iliac arteries. The reported kinks in the guidewire after the sheath and guidewire were removed from the patient could not be confirmed with the available information. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr - 18 fr vascular introducer sheath. The gore® excluder® aaa endoprosthesis also states the following: ¿do not attempt to withdraw any undeployed endoprosthesis through the introducer sheath. The sheath and catheter must be removed together.¿ ¿do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.¿ ¿do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.¿